Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-13. The patient stated that they had an EKG of their heart which was okay. The patient¿s cardiologist suggested that it might be acid reflux. The chest discomfort and pain are being treated as if acid reflux and the patient is without any more incidents as of (B)(6) 2017. The patient stated that they never had symptoms before their device. It seemed that the stimulation may have triggered the symptoms. When the patient turned the stimulation off the discomfort/pain would decrease about 50% and then last 3-4 days (with discomfort when they took a deep breath). No further complications were reported/are anticipated.

Event description:
The patient reported that they experienced the same problem of chest discomfort that felt like a heart attack as experienced in the trial. It was indicated that the manufacturer representative (rep) could not be there when the patient got implanted, so they met with the patient on (B)(6) 2017, and turned on the implantable neurostimulator (ins). The patient started on program 1 and immediately experienced the same chest pain. They also woke up in the middle of the night with discomfort in their chest. They wanted to turn the ins off, but were not clear on how to "program" it. They left it for too long, and it took a number of days to get over it. The chest pain did not get worse, but it took a couple of days for the discomfort to go away. On the morning of (B)(6) 2017, the patient switched to program 2. They did not have any chest discomfort, but did not have good results for symptom control. They still had a number of surges and leakage. It was noted that "something" was happening particularly after the patient would eat. The patient went to program 3 at 1.8v, and then 2.0v. They stated that this was the best so far. They had to move up to 3.0v before they could feel anything, and eventually increased to 3.2v. The patient mentioned that they had great results on program 4, with no surges at all, minimum leakage, and got three hours of sleep. Before being implanted, the patient got up every hour. On the day of the report, they woke up with discomfort in their chest again. They turned the ins off at noon, and got 50% relief from the chest discomfort. They stated that they knew if would gradually go away in the next 2-3 days, tomorrow they would feel discomfort when taking a deep breath, and then it would go away. They were disappointed with this side effect in the program since it was working well for their symptoms. The patient addressed the issue with their urologist and cardiologist. The cardiologist checked them out, and was sure that the patient did not have a heart attack and it was not their heart. Per the healthcare provider (hcp), the patient had symptoms that might mimic a heart attack, which could be the gall bladder. The patient stated that they did not really have gall bladder problems, but knew they had a large stone that was too big to pass and too hard to break up. The hcp told them not to worry about it. The cardiologist mentioned that it might be some kind of indigestion that would be causing the chest pain. The patient was scheduled to see their urologist on (B)(6) 2017 to see if anybody else had experienced this, and what could be done about it. The indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the issue was not resolved yet. The patient stated healthcare professional (hcp) did not believe it was related to the device and their hcp had never heard of it before. The hcp didn't know what to do except to keep the voltage lower. The patient stated the hcp determined it was acid reflux.. The patient noted he had the potential of having acid reflux.. The patient stated he was not sure if the device caused the acid reflux, but seemed to trigger it. The patient thought the implantable neurostimulator (ins) connected to his stomach somehow. The patient also noted they have a pacemaker and he did not think it was related to the pacemaker. The patient he had stopped using program 1. The patient added program 4 gave him the best results for his symptoms, but also triggered acid reflux.. The patient added program 3 seemed to minimize the acid reflux and gave him some good results, but not as good as program 4. The patient noted he only had one occurrence of acid reflux.. The patient noted it was not just a simple acid reflux.. The patient stated that sometimes he got the flu like symptoms which were extremely painful and they knock him out for 3-4 days. The patient noted these might be caused by infection. The patient noted they had a bladder infection and it was being treated with antibiotics. The patient noted it began on (B)(6). The patient felt so bad they went to the emergency room. There were no further complications that have been reported as a result of this event.